Manufacturer narrative:
This is a final report.

Event description:
The head of the respiratory service requested the manufacturer's local business manager visit the hospital to discuss an incident where they reported the ventilator shut down and did not alarm when the battery failed during transfer of a patient. The hospital reported the patient, who was very ill, passed away later in the day. Further information has been requested of the customer. The ventilator was returned to the manufacturer for analysis. Initial battery run time testing passed and the battery functioned per specification. Review of the ventilator event log noted several low battery and battery depleted alerts to the user when no ac power was in use.

Event description:
Per the audiologist's report, the placement of the pt's internal device kept the sound processor from fitting behind the ear. The device was explanted, and a new device was placed in a more suitable position.

Manufacturer narrative:
(B)(4).